Manufacturer narrative:
Clarification d.6a: partial date of implant reported as 2007. Adjusted date of implant to 01/sep/2007 to best align with the date of manufacture of the device. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "improper or incorrect procedure or method" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade ii and the implants perspired. Lab analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures, observed an opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via regulatory agency "capsular contracture baker grade ii", "perspiration of the two baker stage ii implants of the shell", "actions undertaken in the healthcare establishment for the management of the patient: explantation and re-implantation. Preserved implants". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Upon further review, abbvie medical safety determined that use of device problem was erroneously reported in the previous emdr because the device was not re-implanted but replaced. This is evident from the return of the device to the laboratory for analysis and the documentation provided by the physician regarding the replacement. Hence unreporting the previously reported event "use of device problem ". This record is deemed not reportable. Additional, changed, and/or corrected data: b5.

Event description:
Upon further review, abbvie medical safety determined that use of device problem was erroneously reported in the previous emdr because the device was not re-implanted but replaced. This is evident from the return of the device to the laboratory for analysis and the documentation provided by the physician regarding the replacement. Hence unreporting the previously reported event "use of device problem ". This record is deemed not reportable.